Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The MDR reportability of the thermogard ivtm system is being submitted because of the additional information received from a swissmedic vigilance report on 10/31/2019. During ivtm therapy, customer reported that the icy catheter (lot #83702) leaked after 72 hours of dwell time while patient was on cooling phase of treatment. There was no saline fluid observe on the system console, patient bed or floor. Fluid leaked location was not specified. Icy catheter was placed smoothly in the patient's right femoral vein by an experienced physician. The thermogard ivtm system (lot #unknown) alarmed and displayed "air trap" message. In the tube system ubiquitous air bubbles were visible; the "red wheel" was not rotating. The problem could not be solved and therefore, ivtm therapy was discontinued and cooling bags was used to continue with treatment. No patient consequence was reported.